Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins). No device indication was listed for patient. It was reported that the patient had experienced over stimulation and it had been occurring intermittently since (B)(6) 2016. It was indicated that sometimes it was felt when he was lying down and sometimes when he was in sitting position, but did not noticed it when in the standing position. They also stated that at times it would automatically ramps up and overstimulated the patient to the point where he could not even move.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.